Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.